Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was unresponsive. There was no reported impact to the customer's blood glucose level. The customer connected the pump to a power source to charge for one hour and the pump beeped, but was otherwise unresponsive. Reportedly, the customer has manual injections available as alternate insulin therapy.